Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed that there was a bolus canceled with no command. He only noticed that the bolus was cancelled by checking the pump's memory, as it was not supposed to be cancelled. No adverse event alleged. A request was made for the return of the device.